Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump auto mode algorithm was over delivering insulin. The customer¿s blood glucose level was 69 mg/dl at the time of one of the incidents. The customer was experiencing lower blood glucose for several days. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the pump algorithm was over delivering and not the pump. Troubleshooting was not completed and the customer will monitor the situation. The insulin pump will not be returned for analysis.